Manufacturer narrative:
(B)(4). The manufacturing date for the lot is 11/14/13 - 11/21/13 (previously reported as 11/21/2013). The sample was returned to baxter and an evaluation was performed to investigate the reported issue of particulate matter. A review of all batch record documents was performed for lot number gd895953 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported event were noted. A visual inspection was performed on the device. Upon inspection, black marks were detected in the pouch as well as on the device itself. The sample was confirmed for particulate matter. The direct cause for the particulate matter could not be determined. A CAPA has been opened to investigate the issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported by a registered nurse (rn) that a patient found particulate matter in a minicap. The patient informed the rn that there was dried, black particulate matter on the white cap and on the inside of the foil pouch. This was noted when the patient opened the minicap pouch, prior to use. The rn reported that the particulate matter was not wet. The patient also clarified that they had already used a portion of the minicaps from that box and they have not noted any issues with them. However, the rn stated that the patient stopped using the minicaps from that box after they found the particulate matter in this one. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted